Manufacturer narrative:
Corrections: d1, g5, h9 investigation conclusion: the customer reported that "silence", "clear", 1,4 and 7 buttons of the pcu keypad do not respond. Therefore, the front case with keypad needed to be replaced. The allegation was confirmed. Testing performed on the returned keypad found all keys functioning with the exception of silence, 1,4, 6, 7, 14, clear, 0, decimal, and cancel key. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. There was no patient involvement (npi). Device inspection: external and internal inspection was performed on the printec (p/n tc10012515) keypad date code 19/04 (apr 2019). During external inspection, the keypads were observed to be in good condition with no irregularities observed. During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. Cracks under magnification were also found on the traces of the circuit layer. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module 15624740 service history record showed the device had a manufacture date of 05jul2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 26oct2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only a front case keypad assembly was provided for the investigation.

Event description:
It was reported that "silence", "clear", 1,4 and 7 buttons of the pcu keypad do not respond. Therefore, the front case with keypad needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that "silence", "clear", 1,4 and 7 buttons of the pcu keypad do not respond. Therefore, front case with keypad needed to be replaced. There was no patient involvement.